Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient went to an emergency room on (B)(6) 2026 due to hyperglycemia. The patient was subsequently admitted to the hospital on (B)(6) 2026, with the length of hospitalization being greater than twenty-four hours. It was also reported that the patient had stopped using the insulin pump on the evening of (B)(6) 2026. The patient had tested for ketones, and the result was 5.4. The reason for hospitalization was diabetic ketoacidosis. While in the hospital, insulin was administered using an insulin pen and through an intravenous (IV). No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: netherlands. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.